Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device could not maintain negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go device displayed error "device failure 40". During service evaluation the device was found unable to generate and control negative pressure and displayed error code 40. Additionally, the device failed both the blockage and leak tests. No patient was involved.